Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the end of the cannula broke. They changed in to a new one to complete the procedure. There was no patient injury.